Event description:
The patient reported experiencing burning and soreness at the ipg site regardless of stimulation or charging. Additionally, the patient reported that after she gained weight the ipg seems to be protruding event more. X-rays revealed no anomalies. The patient will consult her physician for a possible revision to move the pocket site.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.